Manufacturer narrative:
The device was not returned. A follow up will be sent once the device has been returned and the evaluation completed. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "blood spill." No pt/operator injury reported.